Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of the egm, the implantable cardioverter defibrillator exhibited post-sensed t- wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed.

Event description:
New information on (B)(6) 2018 stated the device exhibited t wave oversense. No programming changes were made. The patient would continued to be monitored.

Event description:
New information available on (B)(4) 2018 states that the device was reprogrammed. The patient was stable before, during and post the event.